Event description:
Healthcare professional reported right side rupture and biocell replacement. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture and biocell replacement. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3 b5 b6 d1 d2a d2b d4 d6a d6b e1 h4 h6.

Event description:
The device has been explanted and replaced.